Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, the patient experienced nausea. Coronary angiography was performed which showed stenosis from the first septal branch to the second diagonal branch. Subsequently, percutaneous coronary intervention was performed with the implantation of a drug-eluting stent. No additional adverse patient effects were reported.